Event description:
It was reported that the patient accidentally initiated and held the fill tubing function while still connected to the infusion set, resulting in an estimated 9.4 units of insulin delivered through the tube; the patient noted declining glucose readings and treated with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included unexpected medication intervention to treat the low glucose and were not reported to involve serious injury or illness. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the event resulted from an improper procedure while the relevant device component was the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.